Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery to superficial femoral artery (pop- sfa). A 2.5mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation, however, during the first inflation the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery to superficial femoral artery (pop- sfa). A 2.5mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation, however, during the first inflation the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good. It was further reported that a 2.5mm x 220mm x 150cm, mr coyote balloon catheter was used followed by a 6.0mmx40mmx135cm (4f) sterling balloon catheter. Both balloon catheters were used on the same patient and procedure.